Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer was not opened and unable to get any medication. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system had failed drawer. The field service engineer found that the malfunction was resolved by customer. The system functioned as intended after the customer troubleshot the device.